Event description:
It was reported that the patient had a system controller incident while on mobile power unit (mpu) power. It was a hazard alarm with noted low speed of 4900-5000 with set speed of 5400. He switched to batteries and the alarm resolved for a moment then low flow alarm started with speed still 5000. The patient's system controller was exchanged and the alarm resolved. Log files were not available, and the system controller would return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the system controller (serial number: (B)(6) was evaluated in association with the reported event of a left ventricular assist device (lvad) fault and low flow alarms. The submitted log files showed the alarms and the reported disconnect of the driveline due to the reported controller exchange; however, it was determined that the cause of the alarm was unrelated to the system controller and will be addressed by the lvad investigation. The system controller returned for analysis and passed all functional testing without issue or alarm. The root cause of the reported event was determined to be related to the lvad and could not be correlated to an issue with the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.